Event description:
It was reported that during the left ventricular (lv) lead implant procedure, after difficult, long and unsuccessful attempt to canulate coronary sinuse from patient's right side the implant attempt was terminated. Physician decision to implant a different device. No applicable lv lead port plug was available, and as a result the lv lead was cut near the connector port, capped, and remaining portion plugged into applicable port. The remaining portion of lv lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.